Event description:
A caller reported an issue with a continuous glucose monitor (cgm), specifically noting a cgm error 42. There was no adverse impact on the customer's blood glucose level. Technical support provided the caller with complete pump reset information, and the caller planned to follow up when able to proceed with the reset.